Event description:
According to the reporter, during a laparoscopic thoracoscopic middle lobectomy, when resecting the middle lobe pulmonary parenchyma at 4th firing, the display was showing excessive force, so the jaws were opened, the device was removed, and even tried when the jaws were closed in a state where no tissue was clamped. The handle, adapter, shell, and reload were all replaced with new ones to resolve the issue. There was no patient injury. After the procedure, upon checking the product, it felt that the removal of the adapter was more tightly than usual. The excessive force was displayed when the jaws were closed without anything clamped. There were no problems when connecting, but when closing the jaws, a red line was visible on the release button of the adapter.

Manufacturer narrative:
D10 concomitant product: sigpshell - sig power sigpshell control shell, lot# n3c0632y sig30ctavm - tri 2.0 sig30ctavm 30 CT vsclr med 12mm, lot# n2m0021y sigphandle - sig power sigphandle handle, lot# c23aaa0459 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the adapter was received in good condition. Functionally, the adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter log was read and a clamp test error were recorded. The main screen indicated that the strain gauge was still functional and in the appropriate range. The adapter had 12 of 50 procedures remaining before being set to end of life. The adapter was connected to a representative handle running v29.5 software and a yellow adapter swimlane was shown. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was unloaded from the representative handle without difficulty. The proximal electrical assembly was examined and found to have an adequate m-coat. The interior of the adapter was inspected and damage was noted on the frame and the tip backer, but there was no damage noted on the j-hook. It was reported that the device detected an excessive load, there was difficulty removing the adapter, and the physical appearance of the product was different than expected. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the adapter showed end of life. Evaluation of the adapter log showed that the adapter had a clamp test error however the main screen indicated that the strain gauge was still functional and in the appropriate range. The most likely cause could not be established from the information available. Another unreported condition was identified: damage to the device was found that is consistent with improper reload attachment. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.